Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock for an svt episode. The lead was found to be dislodged. The lead was repositioned and the patient was fine post procedure.